Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available. This MDR is being submitted because it was inadvertently submitted through the test environment on 10/04/16.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during an angioplasty case, the table moved and damaged the system's cosmetic cover; however, the system itself was working fine. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was reported for move table damage for acuson x150 cosmetic cover. There was only cosmetic damage to the cover, with no injury being reported.